Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the report, "the hero 1004 was implanted on (B)(6), the wound became infected and the entire hero graft was removed. [The surgeon] has no reason to believe it was related to the connector. The pt had a successful hero on the other side for a few years. The pt also had low blood pressure as well." This complaint investigation will be evaluate both hero 1001 and 1004 components, but the report will be submitted under hero 1004.

Manufacturer narrative:
According to the report, "the hero 1004 was implanted on (B)(6), the wound became infected and the entire hero graft was removed. [The surgeon] has no reason to believe it was related to the connector. The pt had a successful hero on the other side for a few years. The pt also had low blood pressure as well." An attempt to gather more information was made to the o.r. Manager on 01/13/2016 asking for additional information including the lot numbers associated with the hero graft implant and explant, the type of graft used with the hero 1004, if any cultures were taken of the wound and the results, and if there was any patient co-morbidity information available. As no response was received, a letter was sent to the surgeon on 01/21/2016 asking for the same information as well as if operative notes were available. No response was received. A second email was sent to the o.r. Manager on 02/01/2016 and a letter was sent on 02/08/2016. A second letter was also sent to the surgeon on 02/01/2016. No response was received. The manufacturing records for were reviewed, and it was confirmed that all records were controlled, available for review, and met all release specifications per the device master record. A review of the available information was performed. The graft was implanted on (B)(6) [(B)(6) 2015] as part of the hero graft adapter limited launch. The graft used with the hero venous outflow component (voc) and the adapter is not known. On (B)(6) 2016 the patient's wound became infected and the entire hero graft was explanted. The known patient history is inclusive of low blood pressure and history of a successful hero on the contralateral extremity for a few years. The hero graft instructions for use (IFU) lists infection as a potential complication. Infection is a known complication of prosthetic arteriovenous (av) grafts. The patient selection considerations listed in the hero graft IFU states the patient should be screened for infection and ensure infection is resolved prior to hero graft implant procedure. It also states to prophylactically treat the patient in the peri-operative period with antibiotics, based upon the patient's bacteremia history. Primary infection directly caused by a hero graft is unlikely since the device undergoes a validated sterilization process. More likely causes of the secondary infection include surgical site infection or infection related to cannulation. Additional information including operative/intervention notes, dialysis information, presence of a bridging catheter, history of infection, and culture results were not provided. Although, the surgeon noted he "has no reason to believe it was related to the connector." Without additional information, the relationship between the infection and the hero graft cannot be determined. The hero graft in this case was used with the hero graft adapter, which is approved for use with flixene standard wall vascular graft (catalogue numbers: 25053, 25142, 25052) and gore acuseal vascular graft (catalogue number: ech060040a). The graft used in this case is not known; however, the flixene and acuseal grafts are approved medical devices to be used for av access, so one would anticipate similar clinical outcomes, including anticipated adverse events as those reported above. The IFU states, "implantation of the hero graft is contraindicated if: the patient has a topical or subcutaneous infection associated with the implantation site; the patient has known or suspected systemic infection, bacteremia or septicemia. Obtain screening blood cultures to rule out asymptomatic bacteremia prior to hero graft implant for any patient dialyzing on a catheter; treat patient with antibiotics per culture outcome and ensure infection is resolved prior to hero graft implant procedure. Plan for increased bacteremia risk after an ipsilateral hero graft placement or with femoral bridging catheters and treat prophylactically with antibiotics knowing patients are at higher infection risk. Prophylactically treat the patient in the peri-operative period with antibiotics based on the patient's bacteremia history."

Event description:
According to the report, "the hero 1004 was implanted on (B)(6), the wound became infected and the entire hero graft was removed. [The surgeon] has no reason to believe it was related to the connector. The pt had a successful hero on the other side for a few years. The pt also had low blood pressure as well." This complaint investigation will be evaluate both hero 1001 and 1004 components, but the report will be submitted under hero 1004.